Event description:
It was reported that the patient faced infusion set bent cannula event on (B)(6) 2026. The blood glucose level was high and the patient went to emergency room, was admitted for less than twenty four hours and the nurses gave correction bolus and manual injection to resolve the issue.

Manufacturer narrative:
E1:(B)(6). Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 3003442380.